Event description:
Per the clinic, the patient experienced an extrusion of the electrode array and subsequently underwent revision surgery under general anesthesia on (B)(6) 2024 to reposition the device. The implanted device remains.

Manufacturer narrative:
This report is submitted on june 14, 2024.